Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the cups of the device did not open and close smoothly. When the device was removed from the scope, the cups did not close properly and were misaligned. Reportedly, there was no difficulty or resistance felt while inserting or removing the device though the scope, and there was no other device damage noted. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. No biopsy samples had been collected with the complaint device prior to the alleged failure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the cups of the device did not open and close smoothly. When the device was removed from the scope, the cups did not close properly and were misaligned. Reportedly, there was no difficulty or resistance felt while inserting or removing the device though the scope, and there was no other device damage noted. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. No biopsy samples had been collected with the complaint device prior to the alleged failure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however reported to be (B)(6). (B)(4), (jaws won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. The condition of the returned incident device was not consistent with the complaint; that the device wont close. The most probable root cause could not be confirmed as the returned device was within manufacturing specifications. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).